Event description:
Rptr stated, "dr. Place the insert on the baseplate and impacted it. The implant did not seat. He made more attempts, it sprang back up. We opened a second insert and it locked in on the first try." There was no adverse consequence for the pt or delay in surgery or anesthesia time.